Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status, 87 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed 44 episodes of regular vf detection in the time of 6:54am to 7:24am on (B)(6) 2020 due to intrinsic signals that largely led to full energy therapy delivery. The analysis of the shock holter data showed that an amount of 77 charging cycles was performed by the device within half an hour on march 14. As a result of that fast successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the mos2 battery status. The amount of charge taken from the battery was verified, revealing the mos2 battery status to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. Analysis of the memory content revealed a high number of regular vf episodes on 14-mar-2020. Within half an hour 77 charging cycles were performed by the device. The activation of the eos status resulted from that fast successive charging. A thorough analysis of the ICD, however, proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
During follow up on (B)(6), 2020, it was noted that the ICD was in eos status.